Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was found within the syringe. During unpacking of a 100um tandem 2ml microspheres syringe, it was noticed that there was an orange particle present within the syringe. There was no patient involvement and the tandem microspheres were not used in a procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The investigation conclusion corrected from supplier manufacturing execution error to manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that foreign matter was found within the syringe. During unpacking of a 100um tandem 2ml microspheres syringe, it was noticed that there was an orange particle present within the syringe. There was no patient involvement and the tandem microspheres were not used in a procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of oncozene/tandem micro-spheres, opened in its original packaging. The syringe was checked for any damage or irregularities. Visual examination of the device revealed no damage or sign of leakage. The micro-spheres in the syringe looked to be free floating and no clumping was noticed. Upon microscopic analysis it was noticed that an orange clump of micro-spheres were adhered to the rubber stopper in the syringe. The returned device showed that there was a foreign material inside of the syringe; therefore, this complaint is confirmed. The investigation conclusion is supplier manufacturing execution error as a supplier¿s manufacturing process was not executed as validated. (B)(4).

Event description:
It was reported that foreign matter was found within the syringe. During unpacking of a 100um tandem 2ml microspheres syringe, it was noticed that there was an orange particle present within the syringe. There was no patient involvement and the tandem microspheres were not used in a procedure. This product is only ous approved but it is similar to an approved us device.